Event description:
A patient felt a surge in stimulation just prior to her device turning off unexpectedly. The patient used their programmer to turn their device back on. Stimulation worked once the device was turned back on. The patient indicated she was exposed to a theft detector or security gate at an airport, while the device was turned on. The source of direct exposure was from a full body scanner. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).